Manufacturer narrative:
Additional information: d3: email: (B)(6). Phone number: (B)(6). G1/g2: first name: (B)(6). Last name: (B)(6). Phone number: (B)(6). Investigation conclusion: an investigation was performed on retention products for the reported lot number. Retention products were tested with qc cutoff standard (20miu/ml) and high hcg clinical urine samples (209.16iu/ml, 217.10iu/ml, 228.15iu/ml). Results were read at 3 minutes and all test devices produced expected positive results. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any abnormalities. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Hcg concentration of the sample was not provided. Limited information was provided in regards to patient information and testing technique. It was stated that a timer was not used. Time was measured using a watch and the results were read at 3-5 minutes. A root cause cannot be determined based on the information provided. Per the package insert: this product has a sensitivity of 20miu/ml in urine. Timer is not provided, but is required. Read the result at 3 minutes. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Results pending completion of investigation.

Event description:
The customer reported a confirmed false negative result x 1 on hcg urine diagnostic cassette test. The time to read the results was measured by a watch, not a timer. There was no other information received. Troubleshooting occurred with a discussion about the false negative result and possible causes such as technique, storage, handling, patient factors, testing procedure, limited technique and specimen information.